Event description:
Reportedly, it was planned to replace the subject pacemaker during the follow-up on (B)(6) 2021 as during the follow-up 6 months earlier, the remaining battery longevity was 9 months. After the interrogation on (B)(6) 2021, the following pop-up was displayed: 'implant is in standby mode - interrogation is stopped. Do you want to reinitialize the implant (which will require few minutes)?'. The pacemaker was reinitialized and the pop-up 'aida memory is not activated. To active aida click on diagnoses. Aida> prog. Data will be available at the next follow up' appeared. Interrogation was completed. Since the device parameters became the initial parameters, and that aida memories were lost, the device was reprogrammed with the same settings as the ones from the previous follow-up. A normal pacemaker follow-up was then performed. It was suspected that the change of the setting was due to the switch in standby mode and subsequent re-initialization, and that the switch in standby mode occurred during the interrogation on (B)(6) 2021, as the ECG recorded prior to the interrogation showed a device functioning in safer 70 with ap-vs events. Given the remaining battery lifetime and considering the observed switch to standby mode, a device replacement in planned to mid-august.